Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same patient as MDR ID# 2134265-2013-08091. Same patient as MDR ID# 2134265-2013-08092. It was reported that post a stenting treatment procedure, the patient experienced respiratory failure, cardiac arrest and died. In (B)(6) 2012 - two lesions were treated during the index procedure. The first lesion was a de novo lesion located in the proximal left anterior descending artery (lad) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm, treated with pre-dilatation and placement of a 2.50 mm x 16 mm pe plus stent, with 0% residual stenosis. The second lesion was a de novo lesion located in the 1st obtuse marginal (om) with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.5 mm, treated with pre-dilatation and placement of a 2.25 mm x 16 mm and 2.25 mm x 12 mm pe plus stents, with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2013 - the patient presented due to hypoxic respiratory failure and was hospitalized on the same day and medication was given to treat the event. Two days later the patient experienced spontaneous cardiac arrest for which a code blue was promptly called and the patient died. The cause of death was documented on the death certificate as "congestive heart failure."